Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The cause of the breach in aseptic technique was not further described. Treatment was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.